Manufacturer narrative:
Follow-up #1: date of submission 02/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: a review of the pump black box reveled unexplained pump reboots. The battery compartment was found to be cracked on the side from the threads to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. The reboots were duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during that time. Unrelated to the original complaint, there was corrosion observed inside the battery compartment. A leak test failed with the battery compartment leak. The cover was removed and there was no evidence of internal moisture observed on the printed circuit board or internal components. There was no damage found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.